Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the operator inadvertently connected the pt while still in prime allowing air to enter the lines. The pt lines were clamped off and the treatment discontinued without rinseback of the pt's blood resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air introduced by the operator in the extracorporeal blood circuit. The reported air alarm was attributed to user error as the operator did not make the correct connections as directed. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.